Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was competitive atrial pacing (cap) which led to inappropriate automatic mode switch (ams) episodes. The cap was at times proarrhythmic and initiated episodes of atrial fibrillation (af). The physician elected not to make any programming changes, and the patient left in stable condition.